Event description:
Upon placing the programming wand over the device an error message was displayed. The device was in a back-up mode and full interrogation could not be established. A recovery was performed on the device and it then could be interrogated.